Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. A return material authorization (RMA) was not issued for return as the instrument may have been disposed. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. As of 07-jan-2025, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A log review revealed two suction irrigator instruments were used. The first suction irrigator instrument (part #480299-06 / lot #k162408150006) used was replaced by the customer with another suction irrigator instrument (part #480299-06 / lot #k10240815-0028). A device history record (DHR) review for instruments involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause cannot be determined based on the information provided and phone support details. The customer indicated that they resolved the issue by replacing the instrument. The phone support details did not reveal any information pertaining to the cause of the event. The instrument was not returned for failure analysis. At this time, the complaint investigation has been completed and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.

Event description:
It was reported that during a da vinci assisted surgical procedure, loose tissue became stuck within the joint of the suction irrigator instrument. The customer had to remove the suction irrigator instrument and cannula together in order to retrieve the instrument. An intuitive surgical, inc. (Isi) technical support engineer reviewed the logs, but found no related issues. The instrument was replaced with a backup instrument. There was no injury to the patient and the procedure was completed as planned. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.